Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17apr2020.

Event description:
Field service representative reported speaker failure. There was no patient involvement or user harm reported.

Manufacturer narrative:
G4: 22apr2020 b4: (B)(6)2020. The field support engineer (fse) confirmed intermittent speaker failures in the event logs. The fse replaced both primary and secondary speakers which cleared the significant events. The unit has returned to service mode. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 01oct2020, b4: 12oct2020. The speaker assembly was returned to manufacturer to failure investigation (fi) for analysis. The electrical open in the speaker lot code# 1311 #2 created the primary alarm failure. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.